Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain from capsular contracture and one even had ruptured.

Event description:
Patient reported "pain from capsular contracture and one even had ruptured." Device has been explanted. This represents an unknown side.

Event description:
This represents the left side record.

Event description:
Patient reported left side "pain from capsular contracture (baker grade unknown) and one even had ruptured." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, green mold like appearance, flat creases. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening.